Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in germany. It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The foslevodopa leakage was at the connection between the tube and the cannula site, attributed to poor mobility, and additionally reports dizziness of unknown cause, with off periods and dyskinesias each lasting zero to two hours per day. No further information available.